Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the connector was broken and additionally noted that the upper and lower cases were scratched and the capacitor c277 on the main printed circuit board was damaged. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular connector was broken. The generator was returned for service. No patient complications have been reported as a result of this event.